Event description:
During use of the device for a cardiopulmonary bypass procedure, the roller pump displayed a "belt slip" error message. The biomedical engineer opened the roller pump and found grease/oil on the endcoder wheel and on the shaft. An alternate device was employed to conclude the procedure. The user reported the surgical procedure was completed successfully, and there was no adverse consequence to the patient as a result of this event.

Manufacturer narrative:
Evaluation in progress, but not yet concluded.